Event description:
A wound care nurse reported to 3m that an orthopedic surgeon is using the 3m ioban drape as a post op dressing and is seeing blistering on a high percentage of his hip and knee implant pts. The nurse stated that the doctor preps with iodine, then post-op paints with iodine, applies kerlix fluffs, and a 3m ioban 'dressing' without regard to whether pts report an iodine sensitivity. Reportedly, the blisters occur sometimes along the edge of the 'dressing' and sometimes under the adhesive, closer to the gauze. Some are small watery blisters, and some get to the size of a half dollar. She stated that only the surgeon touches the 3m ioban 'dressing' which is left on 7-8 days and then he rips it off, sometimes creating skin loss as the blisters deroof. Blisters are treated with silvadene and heal quickly. Per customer request, 3m technical service, sent an e-mail stating that 3m does not support any use outside the intended use, as stated on the package insert. There is no safety or efficacy data to support its use as a dressing. No other adverse pt effects were reported. If additional info is received, a follow-up report will be submitted.

Manufacturer narrative:
Pt info was not available. No evaluation will be performed.